Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the impinging implant is improper implant size selection. Hematoma is a known, inherent risk of surgery.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of leg pain following the initial procedure. The surgeon determined via CT scans that the cranial positioned implant was tool long and was impinging on the neuroforamen. Two days after the initial procedure, the surgeon performed a revision procedure where he removed the impinging implant and replaced it with a shorter implant of the same type using the explant hole. The patient has continued radicular pain following the revision as well as a hematoma on the buttocks. The patient was not treated for the hematoma.